Event description:
It was reported that the patient was treated for allergic reaction with steroids and "other meds" for approximately one year, at which time it was resolved. The patient continued with pain after surgery and noted an increase in pain over the last year and a half. Numerous treatments with series steroid injections and trial for scs done, but not implanted. CT and MRI done about 4 months ago revealing a non-union. The patient had all hardware removed and re-fused with new hardware.

Event description:
It was reported that the pt underwent lumber fusion with interbody device and instrumentation. It was reported that the pt had an allergic reaction post-op. The pt broke out in hives 7 days post-op and continues with a rash. No pt complications were noted at the time of the surgery.

Manufacturer narrative:
(B) (4). Allergy test results were not provided confirming the pt's allergic reaction, therefore, the suspect device cannot be identified. With the available info a cause or contributing factor cannot be identified.